Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: 5 attune revision tibial tray not staying screwed into broach with extraction. Query internal screw issue in tibial base plate tray. Nil adverse effects to patient during procedure due to this issue. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "a-9415084 (B)(4) additional information". Visual analysis of the photo revealed the front view of the attune rev rp trial size 5 covered with what appears to be blood residues. However, functionality and device interaction issues cannot be assessed through a photo investigation. Additionally, base on the quality of the photo no defects that could have contributed to the reported unable to assemble allegation were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the attune rev rp trial size 5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was not able to retrieve by the provided photo evidence.

Event description:
Additional information was received. And stated, that the screw doesn't stay into the broach.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Attune revision tibial tray not staying screwed into broach with extraction. Query internal screw issue in tibial base plate tray.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.